Event description:
Boston scientific received information that this implantable pacemaker exhibited premature battery depletion (pbd). During the remote follow up, there was a one year change in longevity and recently had gone down to an additional 0.5years. The patient did not pace very often. Boston scientific technical services (ts) requested for an engineering analysis since a memory dump was required. Furthermore, boston scientific technical services (ts) reviewed the payload data for this device and it was found out that a slow and consistent rise in power was observed. Right ventricular (rv) lead impedances and threshold appeared to be stable and the increase in power was unexplained. Also, no system faults have been recorded and the device appeared to be malfunctioning. The battery status was accurate as long as the power remained stable. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.892 volts. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. Detailed analysis of the device hybrid was undertaken. During probing of the hybrid, the high current condition disappeared. Analysis indicated device did not operate as expected while implanted; however, the device operated normally in the laboratory setting. As such, the root cause of the product performance issue could not be determined.

Event description:
Additional information received indicated that this device should be replaced per engineering analysis of battery depletion. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.